Event description:
It was reported that one day post implant, the right atrial (ra) lead exhibited high, unstable thresholds, and far field r-wave (ffrw) oversensing. A dislodgement was suspected. The lead was explanted and replaced with an active fixation lead. No patient complications have been reported as a result of this event.